Manufacturer narrative:
H11: the device was received for evaluation. An external visual inspection was performed, and it was noted that the adapter plate assembly and the bottom enclosure were physically damaged. The reported condition was verified. The cause of the reported condition could not be determined. The bottom enclosure and the adapter plate were replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿pem¿ of a novum iq large volume pump was ¿pulled from bottom of case¿ (event not further defined or specified¿). The process step was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.